Event description:
Customer complains blood leak after 10-15 minutes during treatment. The pt suffered a blood loss of 20-50 ml. The blood in the extracorporeal circuit was returned to the pt. Treatment parameters: salineflow during priming: 100 ml/min. Bloodflow rate during treatment: 300 ml/min. Dialysate flow during treatment: 500 ml/min. No medical intervention.

Manufacturer narrative:
Add'l manufacturer narrative: internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.